Event description:
The customer reported that a speaker needed to be replaced in an mp70 monitor. Philips cannot determine if there was sound coming out of the speaker. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that a speaker needed to be replaced in an mp70 monitor. Philips cannot determine if there was sound coming out of the speaker. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.